Manufacturer narrative:
Additional information: the lot was manufactured between 12/21/2017 to 01/06/2018. The device was received for evaluation. A visual inspection performed with the naked eye noted a crack on the minicap. The device was cut open and observed to have damage at the positive stop of the cap. An underwater pressure test observed bubbles; it was determined the crack was a "through crack". The reported condition was verified. The cause of the reported condition was improper customer use. The instruction for use provided with the device state that the minicap is to be hand-tightened clockwise onto the transfer set until firmly secured. The user is also instructed to ¿avoid over tightening the minicap disconnect cap.¿ a review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack. This was noticed after the device was connected upon completion of therapy. The patient replaced the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.